Event description:
It was reported that catheter was fractured and had to be snared. A flexima apdl was selected for use. During procedure, it was noted that the pigtail became fractured and had to be snared. No further patient complications were reported.